Manufacturer narrative:
The investigation was completed by our experts. According to the information provided, the user wanted to move the system via a handle on the flat detector, which was not possible. Then the user asked a colleague to perform the system movement via the hand control. Following this an unintended system movement parallel to the table occurred and movement stopped automatically after approx. 30 cm. In general, for activating the system movement via the handle, three conditions must be met: a) the move button on the flat-detector panel must be activated. B) the 3d force sensor must detect a force, which serves as the acceleration set point; and c) the capacitive sensors at the flat-detector handle must be activated to enable the movement, which means that the user must touch the handle. According to the investigation results, such unintended movement, where all 3 conditions are met, is considered very unlikely. Even if the motion button is activated, the system should receive incorrect information from both ¿ the 3d sensor as well as the capacitive sensor. The problem described could not be reproduced during the on-site service intervention. According to our experts¿ opinion, the unintended activation of system movement was most likely triggered by the hand control. However, a temporary hardware issue cannot be excluded either, therefore, the servo handle fd (flat-detector) incl. Electronic box, the 3d force sensor, and the flat-detector panel brake interface 6 key buttons were preventatively exchanged as part of service activity. In general, system movements can be stopped using the emergency stop buttons located on the main unit and the trolley unit. The instructions for use give adequate guidance how to stop unintended system movements. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the ciartic move. During a hip arthroplasty, the user reported that the main system moved parallel to the table unexpectedly (left to right) and movement was stopped via staff console input. There was no adverse outcome or delay reported. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.